Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the absorbable straps were used. It was reported that the sharp tracker edges caused patient bleeding from the fixation point, and the surgeon had to re-operate the patient.